Event description:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. While reviewing the event log for another case, the remote service engineer (rse) identified error code 111b 35 v supply failed. Rse recommends replacing the power management(pm) pcba. No reports of patient/ user harm/injury. Investigation is ongoing.

Manufacturer narrative:
The manufacture number used in this report (2031642-2023-00407) reflects the old manufacture number, this correction is to update the record to the new manufacture number.